Manufacturer narrative:
Visual assessment of the device was performed. The unit was received in good cosmetic condition except for normal wear and tear. The complaint that the arm could not be locked was confirmed with a functional test. The battery indicator light was on. After disassembly of the device, a migration check was performed and a measurement of 2.44 was reported which indicated the oil level is low. The unit was retested with a known good controller board. The device worked as normal. Further evaluation revealed the device contained a blown fuse on its circuit board. The results of the investigation have concluded an electrical failure associated with a blown fuse on the control board.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a procedure, the device would not lock and traction was lost. The patient's limb had to be supported manually by an hcp. No patient injury or complications were reported.